Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touchscreen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank.failure traced to: short found on t1 of the inverter board with lot code 2019 which reflects the ransformer has p155 insulation thickness.the inverter board is located on the rear of the front panel assembly.a well-known inverter board was installed, and the display became operational.voltage verification check passed.pre-ast (15 min) 1000 ml simulated treatment was performed without any failures or problem.an internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the liberty select cycler. The screen was blank before step 1 of setup. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The fresenius technical support representative replaced the cycler due to blank screen. The patient does know how to perform manual treatment in the absence of a cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.